Event description:
During laparoscopic surgery, harmonic instrument ceased to function. A new handpiece was obtained to complete the surgical case. During inspection of the malfunctioning handpiece, it was noted that one scissor tip was missing. A search resulted in finding the missing blade on the operating room floor.